Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A retained cartridge sample from lot # b201822 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: "pump not primed" warnings with zero force were observed in the black box history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A rewind, prime and load cartridge steps were successfully performed. The force sensor was found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A loss of prime was induced; pump gave the appropriate audible and visual alarm. The pump was opened and no damage was found to the force sensor assembly. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient indicated that on (B)(6) 2012, she had gotten loss of prime warnings. The patient attempted to reprime the pump at an unspecified time that day and saw drops appears. During the time of concern, the patient felt faint and then passed out. She awoke to see her friend and paramedics over her. The patient's bg level at the time was at "400 mg/dl." The patient was seen in a hospital and her bg level was reportedly at "1800 mg/dl." The patient mentioned that she was in and out of a coma. The patient was diagnosed with dka and esophageal erosion. The patient admitted to having ongoing gastrointestinal issues related to an ulcerative esophagus due to acid reflux. She also admitted to having tremendous stress dealing with the illness of her mother. The patient was discharged from the hospital on (B)(6) 2012. During the hospitalization, the patient mentioned that she tried to go back onto the pump. However, while using multiple different cartridges, she kept get loss of prime warnings. The patient denied observing cracks in the pump's casing. The cartridge cap was secure. The patient was reportedly using new cartridges. The pump was replaced. She did not have any cartridges to return to anm. At the time of contact with anm, the patient was on a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she passed out and was hospitalized for dka. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.